Event description:
Right knee bruising extending to ankle; right knee redness; right knee pain; right knee swelling; varicella virus. Information was received on 31-jul-2007 from a physician's assistant regarding a female patient, with a medical history of osteoarthritis, that experienced right knee redness, pain, swelling and bruising that extended down to her ankle. The patient received her first injection of synvisc in the right knee in 2007 and her second the following month. On an unknown date after receiving her second injection, the patient experienced right knee redness, "horrible" pain, swelling and bruising. The bruising extended around the right knee, calf, tibia and ankle. Three days later, the patient was seen for a follow-up and was treated with toradol, a medrol dose pak, keflex and vicodin. A venous doppler of the right leg was negative for a blood clot. The physician's assistant assessed the relationship between the adverse events and synvisc treatment as definitely related. At the time of this report, it was unknown if the patient had recovered. Additional information was received on 10-aug-2007 from the physician. The patient had a medical history of months of grade ii moderate osteoarthritis with joint narrowing. She was previously treated with nsaids and steroids. The day before, the patient experienced right knee redness, pain and swelling. The following day, the patient experienced right knee bruising that extended to her ankle. The patient developed/caught the varicella virus on or about 2007. She was exposed to a friend with herpes zoster the week prior and never had varicella as a child. Eight days later, the patient's bruising resolved. The physician noted that the patient had no reaction to the first synvisc injection and had no allergies to chicken or eggs. The physician assessed all the events except for varicella virus as definitely related to synvisc treatment. At the time of this report, the patient had recovered only from the right knee bruising that extended to her ankle. Qa performed a review of the production and quality control documentation for lot # q0702. All documentation are complete and in order. The product conformed to specifications upon release. No associated non-conformances were noted: toradol, medrol dose pak, keflex, vicodin.